Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, a left side exchange with no complaint against the device. Patient later reported, rupture. Device remains implanted.

Event description:
Healthcare professional later reported "grade 4" capsular contracture and left side rupture. Patient confirmed capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as fold flaw opening capsular contracture: unable to observe since it is not related to the device. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device was explanted.